Event description:
It was reported that the pump touch screen was cracked and unreadable. Customers blood glucose level was 210 mg/dl. The customer will continue to use current pump for insulin therapy.